Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of battery cap revealed, no stripped threads with evidence of a slot on top of battery cap was damaged / chewed off. Test confirmed there was evidence that the yellow o-ring visible and secured properly to the test pump. The battery cap contact height is above specifications and the width is within specifications. There were no cracks or stripped threads in the battery compartment.

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap height is above specifications. This report is made based on results of investigation completed on (B)(4) 2013.